Event description:
Device 2 of 2. Ref MFR report # 1627487-2011-06128. The pt's ((B)(6)) scs system included a lead and lead extension. It was reported that the pt lost stimulation. Surgical intervention was undertaken on (B)(6) 2011 to address this issue and a problem was found with the pt's lead and lead extension. Both devices were replaced and effective stimulation was recaptured for the pt.

Manufacturer narrative:
Eval: results: as received, the extension was observed to have broken wires in the strain relief. No functional testing was performed due to the broken wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.